Manufacturer narrative:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. Gore is currently reviewing the manufacturing records of the medical device involved in this event. The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore has contacted the physician for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2014, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 75 mm in diameter and a conformable gore® tag® thoracic endoprosthesis was selected for implant. On (B)(6) 2015, inadequate seal of the device was diagnosed. On (B)(6) 2015, two additional gore® tag® conformable gore® tag® thoracic endoprosthesis devices were implanted.

Event description:
It was reported to gore that on (B)(6) 2014, this patient underwent endovascular treatment for an aortic thoracic type b dissection and was therefore implanted with a conformable gore® tag® thoracic endoprosthesis device, covering the proximal entry tear. The dissection was reported to have reached to the visceral arteries distally and perfusion to the false lumen was observed due to multiple re-entry tears. On (B)(6) 2015, follow-up imaging diagnosed a type 1b endoleak, indicating an expansion of the descending aorta. On (B)(6) 2015, two additional conformable gore® tag® thoracic endoprosthesis devices were implanted to solve the endoleak and achieve adequate seal.

Manufacturer narrative:
Additional manufacturer narrative b5: describe event or problem: updated content. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6: component code: replaced code g07003 with g04122. H6: type of investigation: added codes b20, b14, b11. H6, investigation findings: replaced code c21 with c19. Code c19: a review of the manufacturing records for the device involved in this event indicated the lot met pre-release specifications. The device remains implanted. Therefore, a device evaluation could not be performed. H6, investigation conclusions: replaced code d16 with d15.